Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot 82276434 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5 mm 10 cm 190 cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter ruptured when dilated at the lesion. A saberx radianz 4-100 was used to continue the procedure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU), the operator was trained to the device, and the device was inspected prior to use. There was no difficulty removing the protective balloon cover or sterile packaging components. A contralateral approach was not used. The target site vessel was severely calcified, moderately tortuous, 100% stenosed, moderately acute angled, and moderately bifurcating. The insertion site was the left radial artery. The access vessel had no calcification, no tortuosity, 0% stenosis, moderate acute angle, and moderate bifurcation. The device maintained negative pressure during preparation, was not put into an acute bend during the procedure, was able to cross the lesion, and did not kink during the procedure. The device was removed easily from the patient and was removed intact in one piece. The contrast to saline ratio was 50:50, and the same indeflator was used successfully with other devices. No anomalies were noted while inflating the device with positive pressure, and there was no device anomaly that prevented inflation. The device was inflated to 8 atmospheres before the anomaly was noted. The indeflator gauge indicated a loss of pressure when the anomaly was noted, and pressure was maintained for a few seconds before the anomaly was noted. No leakage was noted from the balloon, shaft, hub, or an unknown segment. The balloon burst or leaked. No inflation difficulty was experienced. The ruptured device was discarded together with other devices. The device will not be returned for evaluation.